Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Absent the device lot number, manufacture date cannot be determined.

Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment at a time when the advantage meter would not power on. At the time of the call, he stated the meter now has power even though he had not replaced the battery in it. A request was made for the return of the meter, replacement sent.